Manufacturer narrative:
Concomitant medical products: product ID: dtbb1qq ICD implanted: (B)(6), 429888 lead implanted: (B)(6). Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was removed due to an (B)(6) bacteremia infection. No further patient complications have been reported as a result of this event.